Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer elaborated that the source of the foreign material was thought to be from deterioration observed in the scope tube and peeling observed inside.

Event description:
It was reported the ultrasonic bronchofibervideoscope had a substance in the air water nozzle and air water channel. The issue occurred during service or maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.